Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified distal left anterior descending artery. Following predilation with a 2.0x20mm non-bsc balloon catheter, a 2.75x24mm promus element plus drug eluting stent was advanced and implanted to treat the lesion. However, post stent implantation, the stent got damage secondary to intravascular ultrasound catheter bias. The stent remains implanted and intact and the procedure was eventually completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).